Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported impact to the customer¿s blood glucose. Although requested, additional information regarding the customer's back up therapy was not provided.